Event description:
It was reported that during engineering evaluation the motor device was "overheating." The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and found to be overheating. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.